Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the failure of the ccd unit or the camera cable due to the user handling during the use, reprocess, storage and/or transportation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. When the root of the camera cable of the subject device was shaken, the endoscopic image was not displayed. There was no report of patient injury associated with this event.